Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result of 3.6 inr was not observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 12:32, the result was 3.6 inr. At 13:58, the customer retested on a new finger with a result of 2.4 inr which was believed to be correct. The therapeutic range was 2.0-3.0 inr and the customer tests every 2 weeks.